Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified a small needle lodged between the valve and the platform, but not in contact with the fluid path. The reported condition was verified as the contamination was outside of fluid path. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle between the luer valve and the platform of a chemo-aide dispensing pin with clearlink. This was noted before use. There was no patient involvement. No additional information is available.